Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded high out of range shocking impedance. Reportedly, the other parameters remain stable. Upon review by technical services (ts) it was discussed that there is no noise observed in the device data, and troubleshooting recommendations were provided. It was also noted that the historical data shows high out of range shock impedance starting since year 2021, therefore, it was recommended to consult if the patient clinical condition or medication could impact this behavior. Troubleshooting was performed in-clinic and the patient maneuvers and isometrics resulted negative, therefore, the physician decided to continue monitoring the patient. The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded high out of range shocking impedance. Reportedly, the other parameters remain stable. Upon review by technical services (ts) it was discussed that there is no noise observed in the device data, and troubleshooting recommendations were provided. It was also noted that the historical data shows high out of range shock impedance starting since year 2021, therefore, it was recommended to consult if the patient clinical condition or medication could impact this behavior. Troubleshooting was performed in-clinic and the patient maneuvers and isometrics resulted negative, therefore, the physician decided to continue monitoring the patient. Additional information was received. The clinic decided to perform an integrity test at 1,1 j and 41 j and the shock impedance was 110 ohms, which is within normal range. The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded high out of range shocking impedance. Reportedly, the other parameters remain stable. Upon review by technical services (ts) it was discussed that there is no noise observed in the device data, and troubleshooting recommendations were provided. It was also noted that the historical data shows high out of range shock impedance starting since year 2021, therefore, it was recommended to consult if the patient clinical condition or medication could impact this behavior. Troubleshooting was performed in-clinic and the patient maneuvers and isometrics resulted negative, therefore, the physician decided to continue monitoring the patient. The ICD system remains in service. No adverse patient effects were reported.